Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported being unable to unlock the ilet touchscreen. The agent guided the user to restart the device using the mobile application, after which the touchscreen became responsive and the device functioned normally. No blood glucose impact, symptoms, or medical intervention were reported.